Event description:
Pt received bilateral b550 plates in 6/29/2005. Approx 1.5 months after surgery pt was seen with an open bite. Pt denies secondary trauma and says he was compliant. X-rays show that plates are placed superior, one per side. Recommended technique is below the nerve closer to the inferior border, using two plates per side. Pt is in good health. Scheduled for revision surgery 11/22/2005.